Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection disconnected. Blood glucose (bg) level was 598 mg/dl. Bg level was addressed by performing a supply change, resuming insulin deliveries via the pump, consuming water, consuming protein, and resting.